Event description:
A power source alert was reported by the customer. There was no reported impact on the customer's blood glucose level. The issue was resolved by using a third-party cable, and a courtesy tandem cable was organized for the customer.